Event description:
It was reported that the driver tip snapped while inserting the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visually confirmed of the instrument tip has been broken off. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.